Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2018-03862. It was reported that patient underwent a surgical procedure on (B)(6) 2018 to implant two additional drg leads for additional coverage. Reportedly, patient¿s original pain pattern was back, knees, and hips. Initially, a specific area in the back was not receiving coverage. Effective therapy was restored post-operatively.